Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field device expiration date: unknown. No catalog or lot # provided. PMA / 510(k) #: this information is unknown, because the catalog # is unknown. Device manufacture date: unknown. Investigation: customer returned one (1) used 31g x 8mm bd pen needle without a cover or tear drop label attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the returned pen needle was not able to expel properly. A wire test was then performed on this sample: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. Unable to perform a DHR review due to an unknown lot number. The possible root cause for this issue: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow.

Event description:
It was reported that a pen needle was found to be blocked. The following information was provided by the initial reporter: "needle blocked."